Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs assay results for 1 patient tested on a cobas 8000 e 602 module. The initial troponin t result was 395.5 ng/l. The initial result was reported outside of the laboratory but questioned by the physician. The sample was repeated and the troponin t result was <3ng/l. A new sample was collected and the troponin t result was <3ng/l. The troponin t reagent lot number and expiration date were asked for but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.